Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged door latch. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection identified the damaged door latch. The cause of the damage could not be determined. To address this condition, the door latch was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.